Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter was going into the memory mode during attempted testing. The patient does not take any medications for her diabetes. It is not clear as to what date/time the alleged meter issue began. However, two days after the alleged issue began, the patient claimed that she developed symptoms of "dizziness" and "passing out." It is unknown if the patient actually passed out or felt like passing out. As a result of the alleged issue, the patient administered self-care by eating food and/or drinking a beverage. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what date/time the alleged issue began, and what date/time the symptoms started. In addition, it would have been helpful to know what actions the patient took before and after the symptoms began, and if she lost consciousness. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury 2 days after the alleged issue began.